Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the fowler collapsed. 1 event had patient involvement; there were no adverse consequences.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed; the device had a stripped component. The device was repaired and returned to use.

Event description:
This report summarizes 2 malfunction events, where it was reported the fowler collapsed. 1 event had patient involvement; there were no adverse consequences.